Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was sparking.

Manufacturer narrative:
Alleged failure: I plugged this ccu in and tried to boot it up ¿ I saw a spark towards the back of the unit where the power cable plugs in and then the screen went black on the front of the unit. I tried rebooting and it would power up, but the screen stayed completely black. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. This is an electrical component failure and it is difficult to predict the life time of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was sparking.